Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was evaluated. There were no defects observed with the system or software. The investigation found that no single root cause could be established. The pointer tool was not used to verify the posterior resection cut and the anterior chamfer cut. Therefore, the investigation can not confirm the allegation of the posterior cut and the anterior chamfer cut being off. Despite not using the pointer tool, the investigation looked at common root causes for inaccurate cuts. The investigation found that most of the cases had sub-optimal leg positioning relative to the device array and significant leg movement was visualized during operation. The investigation found no issues or defects. The system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established. The assignable root cause was due to the user.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the posterior lateral condyle cut was 3-5mm over resected and the anterior chamfer cut was under resected by 3-mm. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device, march 28, 2024. UDI: (B)(4).